Event description:
It was reported that the handle is broken. There was unknown patient involvement. Analysis of the device found a motor rate error during occlusion testing.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing found a motor rate error occurred during occlusion testing due to the leadscrew nut being too tight. This was corrected and the issue was resolved.